Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years and 11 months post implant of this 25mm aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for the replacement was reported as moderate to severe insufficiency and moderate stenosis. It was reported the patient was symptomatic with heart failure symptoms. No additional adverse patient effects were reported.